Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred 6 days after the sensor was inserted into the abdomen. On (B)(6) 2024, the patient was experiencing a headache, dizziness, weakness, and vomiting. The patient's cgm was reading 400 mg/dl; no bg meter comparison was done then. The patient was alone and called for an ambulance. Once emergency medical service (ems) arrived, the patient was transported to the emergency room (ER). A bg meter reading was done by ems, but the patient cannot recall the specific value. Once at the ER, the patient¿s bg meter reading was 298 mg/dl. The patient was diagnosed with diabetic ketoacidosis and treated with multiple, unspecified IV drips. The patient was hospitalized for approximately 12 hours. The patient was in stable condition at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.